Manufacturer narrative:
This event occurred in (B)(6), invacare is filing this report because the device is also marketed and sold in the u.s. Invacare europe received pictures confirming the broken wheel, in addition the affected rollator was received at the manufacturers site. The investigation is ongoing, when it has been concluded a follow-up report will be filed.

Event description:
The end-user was pushing his rollator on gravel in his garden. He got dizzy, and wanted to hold on to the rollator when the wheel broke, causing him to fall. The end-user was hospitalized for 15 days with a broken vertebra.